Event description:
Malfunction of deep brain stimulator caused ongoing, intermittent electric shocks and life threatening exacerbation of dystonia symptoms. Several repeat procedures to repair and replace leads of dbs were successful; however, pt has not returned to presurgery baseline and has experienced serious increased disability. The dangers of malfunctioning dbs with broken of migrated leads cannot be overstated. Dose or amount: unk, frequency: continuous, route: intracerebral. Dates of use: 2007. Diagnosis or reason fo use: dystonia.